Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/26/2016 with the following findings: a review of the pump¿s black box data showed no evidence of a short battery life however there was evidence of ¿call service 128-0088¿ alarms observed in the black box on 6/16/2016; the secondary code ¿0088¿ is defined as a 5v motor power supply fault in vibe pumps. During visual inspection of the pump, it was observed that the battery compartment had two cracks. The pump¿s ¿ez-prime¿ steps were performed correctly and all the current readings were within specification. The investigation was unable to duplicate the ¿short battery life¿ complaint. The pump¿s cover was removed and no intermittent condition or moisture ingress was found to the power printed circuit board or to the cgm module. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.